Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a power error on the insulin pump. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was done and found the customer was able to clear the alarm and rewind the insulin pump. The customer also stated the internal power source in the insulin pump was unable to charge. No harm requiring medical intervention was reported. The product mmt-1886 will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test and active current test. The pump failed the sleep current test, and the pump failed the self test due to appearance of pump error 75. Test p-cap locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Battery cycle 3.0 received the lowbatteryalert (104) on 10/11/2025 12:56:00 after more than 7 days at 18.8 days. Battery cycle 2.0 received the lowbatteryalert (104) on 09/22/2025 10:58:00 after more than 7 days at 19.69 days. Pump alarmed a pump error 75 alarm on 10/26/2025 at 00:20:58.000. Pump alarmed 8 pump error 25 alarms on the event date of 10/28/2025 at 00:00:00.000 to 21:00:00.000. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and label damage. Unexpected battery power loss was not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump error 75 was confirmed during testing due to moisture damage on the electronic assembly. Pump error 25 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Moisture damage was noted found on the battery tube, electronic assembly, motor, and force sensor. E/a alarm unspecified was confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.